Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. Customer received higher scan results compared to readings obtained on another adc device, and experienced "cold sweating". Customer was unable to self-treat and required treatment of glucose by a non-hcp and had contact with an hcp, however no additional treatment was reported. There was no report of death or permanent injury associated with this event. An adc sensor scan result of 163 mg/dl was compared to an adc meter reading of 65 mg/dl. The readings were plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically significant.